Event description:
Emt's responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the rptr, the device displayed excessive artifact and the device returned a no shock advised decision based on the artifact. A backup device was called for and used. No further pt info was available.